Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked from the septum. Blood glucose was approximately 250 mg/dl. Reportedly, a new cartridge was successfully loaded to address the event.